Event description:
This lv lead was attempted implant on (B)(6) 2017 due to lead wouldn't fit . The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).